Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). PMA/510(k) number not available. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #19 was removed due to pain on the implant and jaw area. Patient reported the pain 10 days after placement and 7 days after post-operative.

Manufacturer narrative:
One (1) osseotite® tapered certain® implant 5 x 10mm (xifnt510) was returned for investigation. Visual inspection of the as returned product identified scratches from use. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. The returned device was measured and verified to match DHR drawing. A pre-existing condition noted on the per form was unknown. Bone density was low density (type iii). The reported device was located on tooth location # 19 (fdi) and was used for approximately nine (9) days. The customer did not provide any images for the reported event. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 2021071218. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record op# 0210 was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 2021071218 for similar event and no other complaint was identified. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.